Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad will no longer respond to button presses. The reporter is unable to get past the verification screen after removing the battery. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was fully intact. The keypad contacts were unresponsive. Evaluation revealed that there was contamination under all of the keypad contacts. Unrelated to this issue, moisture was found behind display lens.